Manufacturer narrative:
Additional information was received which confirmed no audio with the device, the device was not in clinical use at the time of the event. The occupation of the reporter could not be answered. The following functional test was performed at the philips authorized repair facility from philips field service engineer. Results of functional testing determined that there was no audio, due to a detached cable plug with the speaker assembly. The device was operational after reconnecting the speaker cable. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating a damaged speaker and no sound was coming from the device. The device was not in use on a patient at the time of the event. There was no report of patient or user harm.